Event description:
It was reported that the during an implant attempt the anchor sleeve detached from the right ventricular (rv) lead. A chest x-ray the next day confirmed that the sleeve had remained in the patient's body near the lung. No additional action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).